Event description:
It was reported that less than a month after being implanted with the spinal cord stimulation (scs) system the patient experienced wound dehiscence and pus coming out of the implantable pulse generator (ipg) pocket site. The physician postulated a possible infection and assessed that the event was not related to the device but attributed to the wound dehiscence. The pocket site was cleaned, and the patient underwent a procedure where the entire scs system was explanted. The patient did well postoperatively. No further information was provided despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI: upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(4). Batch: 20567015. Product family: scs-linear leads-MRI: upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(4). Batch: 7074059. Product family: scs-linear leads-MRI: upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(4). Batch: 7074166. Product family: scs-lead fixation-MRI: upn: m365sc43190. Model: sc-4319. Serial: na. Batch: 21044243. Product family: scs-lead fixation-MRI: upn: m365sc43190. Model: sc-4319. Serial: na. Batch: 28463710.

Event description:
It was reported that less than a month after being implanted with the spinal cord stimulation (scs) system the patient experienced wound dehiscence and pus coming out of the implantable pulse generator (ipg) pocket site. The physician postulated a possible infection and assessed that the event was not related to the device but attributed to the wound dehiscence. The pocket site was cleaned, and the patient underwent a procedure where the entire scs system was explanted. The patient did well postoperatively. No further information was provided despite good faith efforts. Additional information received clarified the patient did not undergo an explant procedure and all devices remained implanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 20567015. Product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that less than a month after being implanted with the spinal cord stimulation (scs) system the patient experienced wound dehiscence and pus coming out of the implantable pulse generator (ipg) pocket site. The physician postulated a possible infection and assessed that the event was not related to the device but attributed to the wound dehiscence. The pocket site was cleaned, and the patient underwent a procedure where the entire scs system was explanted. The patient did well postoperatively. No further information was provided despite good faith efforts. Additional information received clarified the patient did not undergo an explant procedure and all devices remained implanted. Additional information received that the patient underwent a procedure where the ipg and two leads were removed due to infection.